Event description:
It was reported that during a coronary artery bypass uran procedure, the physician intended to cut an innominate vein and ended up cutting the leads in order to prevent the patient from bleeding out during the procedure. The implantable pulse generator (ipg) system was inactivated and replaced. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).